Event description:
Since implant, the patient symptoms had not been well controlled; the patient still had spasticity when he walked. The baclofen dose had been increased ~25% a week; the current dose was 1800 mcg/day. A catheter malfunction was suspected; there was concern that it may not be intrathecal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.